Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was determined likely that the power switch did not turn on because the power switch button was stuck (defective). The cause of this issue was not established. During evaluation, another reportable issue was identified: the customer had installed a non-olympus lamp. The lamp issue can be prevented by following the device instructions for use: "warning: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source power button was stuck, and the power switch could not be turned on. The issue occurred during preparation for an unspecified diagnostic procedure. The intended procedure was completed using the same set of equipment without delay. There were no reports of patient harm.